Event description:
It was reported that the patient¿s readings are consistent with signs of dampened waveforms. It has been recommended that the clinic evaluate for possible cause of reduced blood flow to the sensor. No additional information is available at this time.

Event description:
Additional information received identified that the patient underwent right heart catheterization on (B)(6) 2019, where the sensor was recalibrated and the mean was increased by 5 mmhg. Accurate readings were observed under the manufacturer's patient care network database.